Manufacturer narrative:
Insulin pump received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device passed self test. No unexpected back light anomalies noted. Insulin pump received with minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen, scuff marks and scratches on the insulin pump, backlight was dimmer than before, buttons were occasionally getting sticky and had more than two no delivery alarms. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.